Event description:
(B)(4) (customer) reported that (B)(6) (operator) scratched her right hand middle finger near the knuckle. The scratch occurred when the operator was replacing the waste bag on the tigris; her hand was between the waste tubing and deflector. According to the operator, this was the first time she had replaced the waste bag after a new extended input queue (iq) was installed. The input drawer was different and she scratched her hand when pulling the waste bin out. The operator stated that she was wearing personal protective equipment (ppe) at that time. Her gloves that got torn due to the scratch. She washed her hands and applied antibacterial ointment on the scratch. A field application specialist (fas) will go onsite to retrain operators on the proper way to replace the waste bag with the new extended iq.